Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the recharger (insr) wasn't working; pt stated that they recharged the ins this morning and that they then went to recharge the insr when they discovered that the insr wasn't charging; pt stated that when they connected the insr to the desktop charger (dtc), the insr wouldn't display the charging screen. Pt then stated that it was a bit difficult to get the dtc plugged into the insr after lining up the white arrows and that it was like something was catching; pt stated that they finally got the dtc plugged into the insr, however the insr wouldn't charge. Pt confirmed that the dtc connector pin wasn't bent, broken or loose. The pt inspected the inside of the dtc connector pin; pt stated that the black plastic piece inside of the dtc connector pin didn't appear to be out of place or damaged. Pt then stated that it seemed like something was inside of the insr port like something slipped or something. Pt stated that they kept looking inside of the dtc connector pin and that it did look like there was something inside and that it looked like three little pins that were kind of lopsided and were not straight. The issue was not resolved. Pt mentioned that they have to recharge the ins every other day.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot (B)(6) , ubd: , UDI#: h3: analysis of the desktop charger (model: 37761; s/n: (B)(6) revealed bent connector pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.